Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose (bg) levels of 50 mg/dl. Reportedly, in addition to being physically active, the customer reported that the basal rate/carbohydrate ratio settings had been increased for the winter when the customer was less active. The customer believed that the settings were currently too high for the customer's insulin needs. Soda and food was consumed to treat bg level.